Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when using a catheter, the peelable introducer did not open properly. Part of the introducer remained attached to the catheter, causing it to become stuck to half of the introducer inside the patient's vessel. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an improper peel for a microintroducer sheath is confirmed and was determined to be related to the manufacture of the device. One 4.5 fr microintroducer sheath was returned for evaluation. An initial visual observation of the returned microintroducer sheath revealed abundant blood residues. The device was returned peeled completely. An orange ring was observed on the bard side of the microintroducer sheath. A string-like portion of the sheath was observed to be hanging off the orange ring. A microscopic observation of the returned microintroducer sheath revealed whitening around the plastic deformation left by the orange pull tabs. Some plastic deformation was observed throughout the orange, plastic pull tabs. Damage and tearing was observed along the broken gray sheath. This failure was determined to be caused during the manufacturing process. This complaint will be recorded for future trending and monitoring purposes.